Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis company comment dated 20-feb-2012: eval of this case is confounded by the presence of the co-suspect drug botox. However, there is insufficient info for a complete medical assessment at this time. Info needed includes: add'l details of the reported adverse events (associated signs and symptoms, duration, etc.), details of the corrective treatment received, treatment details of both co-suspect drugs (dosage received, location of injection (s), whether the pt received botox in the past and if so, was it tolerated well or associated with adverse events, etc.), pertinent diagnostic test results, and a health professional's causality assessment.

Event description:
Initial info was received from a nurse practitioner on (B)(6) 2011: a (B)(6) female pt received her first, and only, treatment of poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date unk) on (B)(6) 2010 in her nasolabial folds and chin. According to the reporter, as per the doctor's notes, poly-l-lactic acid was "diluted with 9 cc of water and 1 cc of lidocaine." She was also injected with botox. The nurse stated that the pt was fine following the poly-l-lactic acid, but on (B)(6) 2010, within a few minutes of the botox injections (the same day as the poly-l-lactic acid was administered), the pt experienced chest pain, slurred speech, swelling of her tongue, and conjunctival redness. There were no signs of inflammation. There was no evidence of systemic process. The pt was hospitalized for two days ((B)(6) 2010). She was reportedly hospitalized to preclude permanent impairment of a body function or damage to a body structure. Medical intervention was indicated as hospitalization. It was unk to reporter if any surgical intervention was provided. The caller stated that she "believed" the pt recovered. The pt had no history of immunological or collagen-vascular disease. No further relevant info was provided.